Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display became unresponsive while on a charging pad, remained frozen after a power cycle, and required device replacement; the issue was associated with a touchscreen component and characterized as a device fracture problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was unaffected. Investigation included user interviews and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related problem identified at the touchscreen component consistent with a fracture-type device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.